Event description:
The report is from the study. The pt had peri-stent restenosis a month and 12 days after the index procedure. The target vessel was the mid right coronary artery. The vessel diameter was 3.2mm and the lesion length was 20mm. Pre-procedure stenosis was 99% and timi flow was 3. The lesion was de novo, not ostial, irregular contour, readily accessible, not angulated, eccentric, and had little or no calcification. A 6f guide catheter was used. The lesion was pre-dilated after direct stenting failed. Pre-dilation was conducted with a 2.5x20mm balloon at 12atm. A cypher was deployed at 16atm with satisfactory results. Ivus was not used and there were no procedural complications. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged 3 days later. The pt was followed up a month later and was asymptomatic. All medications were ongoing and uninterrupted. A month and 12 days after the index procedure, the pt underwent the planned staged procedure of the first diagonal branch. At the time of the procedure, there was no in-stent restenosis. However, there was proximal peri-stent restenosis. The peri-stent restenosis was not treated. The first diagonal had 80% stenosis pre-procedure and 0% post-procedure. The pt was followed up 4 months later and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.